Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results, of this investigation, once it has been completed.

Event description:
The drill point broke when being drilled out. Case proceeded as no one noticed drill point had broken. X-ray shows where it was left in pt.